Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to customer on (B)(6) 2011 that a customer had an issue with a radiofrequency generator. The customer reports that they were preparing for a closure procedure. A catheter was attached to the generator and the customer tried to turn the unit on. Customer attempted to press the power button a few times but the generator would not power. After approximately 5 minutes, the generator turned on, without anyone touching it, and catheter began to deliver energy, without manipulation from outside. All of the happened on the table in the operating room and the catheter was never placed in the pt.